Event description:
Upon arrival in pediatric acute care unit, pt developed stridor & upper airway obstruction requiring bag and mask continuous positive airway pressure or treatment. Bag and mask applied, bag failed to inflate to apply continous positive airway pressure despite adequate mask seal and oxygen flow. Pop off valve needed to be taped closed in order to apply continuous positive airway pressure. Pt oxygen saturation dropped to 79% then improved after continuous positive airway pressure applied. These continuous positive airway pressure bags are inadequate for treating airway emergencies.